Event description:
During implantation, it was impossible to insert the lag screw into the nail. The surgeon removed the nail and implanted another one. The event did not cause an adverse consequence to the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in keil, germany, suggest that this event would not be associated with the device but rather would be related to user technique.